Event description:
It was reported that this pacemaker device estimated battery longevity dropped from 2 years remaining on (B)(6) 2023, to 2 months remaining now. The physician suspects that this device battery longevity is depleting prematurely. The physician will monitor the patient closely. This device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device estimated battery longevity dropped from 2 years remaining on (B)(6) 2023, to 2 months remaining now. The physician suspects that this device battery longevity is depleting prematurely. The physician will monitor the patient closely. This device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device estimated battery longevity dropped from 2 years remaining on (B)(6) 2023, to 2 months remaining now. The physician suspects that this device battery longevity is depleting prematurely. The physician will monitor the patient closely. This device remains implanted. No adverse patient effects were reported. New information was received indicating that this device was explanted. Besides surgical intervention, no adverse patient effects were reported. At this time, the product has been returned. A final report will be submitted upon completion of analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. A series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The device passed all returned product testing except for the battery usage test. The battery was analyzed and while evidence indicating abnormal battery depletion characteristics was found, the root cause was unable to be determined. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker device estimated battery longevity dropped from 2 years remaining on 11-2023, to 2 months remaining now. The physician suspects that this device battery longevity is depleting prematurely. The physician will monitor the patient closely. This device remains implanted. No adverse patient effects were reported. New information was received indicating that this device was explanted. Besides surgical intervention, no adverse patient effects were reported. At this time, the product has been returned and analysis complete.